Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, brown particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified: one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.